Manufacturer narrative:
The tech replaced the hi/low head up and down valve stems and the solenoids to repair the bed.

Event description:
Info recevied indicates the head hi/low function is drifting slowly.